Manufacturer narrative:
On 03 november 2017 the medical affairs performed a clinical evaluation and commented as follows: partial hip revision surgery (stem, head and liner) occurred 5 years after primary cementless total hip arthroplasty. The one image supplied is of extremely low quality and does not allow a proper evaluation to be made; however, a distal cortical thickening is visible, suggesting that the stem found distal stability only and failed to osseointegrate proximally as it should have. Aseptic loosening is a possible, literature described mid-term adverse event after total hip replacement and causes are often unknown. The reason of this failure cannot be determined. Batch review performed on 13 november 2017. Lot 122299: (B)(4) items manufactured and released on 31 august 2012. Expiration date: 2017-07-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the stem was loose. The cause of the loosening is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully.